Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion procedure at l5-s1 using rhbmp-2/acs with an interbody cage. At an unknown time post-operatively, the patient began to develop radiating pain down both legs. Patient has reportedly never recovered from her surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2011 the patient underwent transforaminal lumbar interbody fusion (tlif) at left l5-s1 in which rhbmp-2/acs, graft, cage, screws and rods, pedicle probe - thoracic, disposable electro twist pair, floseal hemostatic matrix and cancellous crushed tissue were used.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, it was reported that on: (B)(6) 2010: the patient presented for pain management follow-up with pain in low back with bilateral extremity radiculopathy. On (B)(6) 2010: the patient presented for pain management follow-up with pain in low back with bilateral extremity radiculopathy and underwent lumbar epidural steroid injection. On (B)(6) 2010: the patient presented for pain management follow-up with pain in low back with bilateral extremity radiculopathy and underwent a trial of left sided transforaminal epidural steroid injection. On (B)(6) 2010: the patient presented for pain management follow-up with pain in low back with bilateral extremity radiculopathy. On (B)(6) 2012: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. . Described pain as ache and numbness. On (B)(6) 2013: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. . Described pain as ache and numbness. On (B)(6) 2013: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. Described pain as ache and numbness. On (B)(6) 2013: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. Described pain as deep and throbbing. On (B)(6) 2014: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. Described pain as ache and numbness. On (B)(6) 2014: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. Described pain as throbbing. On (B)(6) 2014: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2014: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. Described pain as deep and throbbing. On (B)(6) 2015: the patient presented with low back pain. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by weather changes. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2015: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2015: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. On (B)(6) 2015: the patient presented with low back pain and leg pain radiating into left thigh, calf and ankle. On (B)(6) 2015: the patient presented with pain in low back and gluteal area and leg pain radiating into left thigh, calf and ankle. Symptoms were aggravated by daily activities.

Manufacturer narrative:
(B)(4).

Event description:
At the time of rhbmp-2/acs treatment: height: (B)(6); it was reported that pre-operatively, the patient had experienced left leg pain and lower back pain going down her left leg all the way to her toe that led to the rhbmp-2/acs treatment. Peek cage, local morselized bone graft, bone graft and legacy screws were also used in the rhbmp-2/acs surgery.post-op, allegedly, the patient back pain had not improved. The patient had the same symptoms as before surgery. She could not stand for long periods of time and still had chronic back pain. The patient complained that the pain was never gone after surgery and had gotten worse, making it difficult to sit or stand for any length of time. She also experienced severe leg cramps. From early 1990 to present, the patient has been diagnosed and treated for back pain. On (B)(6) 2010 the patient was diagnosed with back pain. From 2011 to present, the patient was diagnosed with back pain and also underwent radiology examinations. The patient was not able to walk normally or go four wheeling. On (B)(6) 2012, the patient underwent exploratory laparoscopy, lengthening of roux limb with jejunojejunostomy, and closure of mesen teric defect. On (B)(6) 2013, the patient presented for an office visit. From 2014 to present, the patient underwent pain management.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 1992: the patient presented with the following records. Gallbladder ultrasound impression: normal gallbladder sonogram. Esopha gram <(>&<)> upper gi series impression: hiatal hernia of the sliding variety with mild gastroesophageal reflux., the remainder of the esophagram and upper gi series is normal. On (B)(6) 1999: the patient presented with the following diagnosis: missed spontaneous abortion. The patient underwent the procedure well without any complications. On (B)(6) 2012, (B)(6) 2012: the patient presented for postop follow up visit. On (B)(6) 2012: the patient presented with the following impression: myopia status post lasik ou. On (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6)2013: the patient went for an office visit for backpain. On (B)(6) 2013:the patient went for an office visit due to eye pain and decreased vision (B)(6) 2013: the patient underwent MRI scan of the lumbar spine with and without contrast. Impression: the patient is status post posterior fusion of the l5-s1 level. The patient is status post discectomy at the l5-s1 disk level. There is no evidence of recurrent disk prolapse. Lumbar alignment continues to be anatomic. Other lumbar disks appear to be normal. On (B)(6) 2013: the patient went for an office visit for backpain. MRI lumbar spine without dye impression:lumbar degenerative changes status post posterior lateral fusion l5-s1. No recurrent herniated nuclear pulposus. At l4-5 lateral recess encroachment left greater than right. On (B)(6) 2013: the patient underwent x-ray of right ankle and foot 3 views. Impression: no acute right ankle fractures or dislocations, small ossific density fragment located just lateral to the anterior process of the calcaneus best seen on the ap view may represent a small avulsion fracture. On (B)(6) 2013: the patient presented with back pain. On (B)(6) 2014: the patient presented with eyepain, flashes, floaters and headaches. On (B)(6) 2014: the patient underwent CT scan of lumbar spine without contrast. Impression: no acute fracture or bone destructive process. Postsurgical change as noted without CT evidence of complication. Mild to moderate multilevel lumbar spondylosis most pronounced on the left at l2-3. On (B)(6) 2014, (B)(6) 2014: the patient went for an office visit due to lowbackpain. On (B)(6) 2014: the patient presented with low back pain. MRI lumbar spine without dye impression: lumbar degenerative changes status post posterior lateral fusion l5-s1. No recurrent herniated nuclear pulposes. At l4-5 lateral recess encroachment left greater than right. Metallic susceptibility artifact. On (B)(6) 2014: the patient presented with low back pain. On (B)(6) 2012: patient underwent CT of the abdominal pelvis without contrast. Impression: post-operative changes of previous gastric bypass procedure with no evidence of bowel obstruction. Cholecystectomy increased colonic stool. Clinical correlation for pos sible constipation is recommended. On (B)(6) 2012: patient presented for follow up. Patient presented with abdominal pain left up quad, bariatric surgery status (B)(6) 2012: patient presented with left upper quadrant pain, status post gastric bypass years ago with bilious vomiting. Patient underwent exploratory laparoscopy, lengthening of roux limb with jejunojejunostomy, and closure of mesenteric defect; egd.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 1999: the patient presented with the following preop diagnoses: intrauterine pregnancy at (B)(6). Failed induction. Failure to descend below -2 station, desires a bilateral tubal ligation. (B)(6) 2005: patient presented with the pain to the lower back and left lower extremity. Impression: lower back pain likely degenerative disk disease with radiculopathy. The patient underwent lumbar spine four views. Impression: degenerative change at l5-s1 21 (B)(6) 2005: patient presented with the following procedure laparoscopic cholecystectomy. No patient complications. Patient present ed with abdominal pain, possible gall bladder disease. Patient underwent xray of abdomen and chest 1 view. Impression: there is mild prominence of the right paratracheal area. (B)(6) 2007: patient underwent CT scan of neck without and with contrast. Impression: mild bilateral carotid jugular adenopathy. (B)(6) 2007: patient presented with the following preop diagnoses: right deep neck mass. Procedure: excision of right deep neck mass in the carotid triangle possible lymphadenopathy final pathology pending at the time of dictation. (B)(6) 2007: patient presented with the following preop diagnoses: epigastric pain and substernal pain. Procedure: esophagogastroduo denoscopy and biopsies. Post op diagnoses: hiatal hernia, refluxes, gastritis, gastric ulcers, duodenitis. (B)(6) 2007: the patient underwent esophagogastroduodenoscopy. Endoscopy. No complications were reported. (B)(6) 2008: patient presented with neck pain. (B)(6) 2009: the patient underwent CT scan face with and without contrast. Impression: right facial cellulitis with submandibular ad enopathy. (B)(6) 2010 the patient came for an office with low back pain, left leg pain and cramping. Also have muscle spasms with involuntary flexion of her great toe on the left with numbness and tingling. (B)(6) 2010: the patient underwent MRI lumbosacral spine. Impression: degenerative changes at l5-s1 with a mild central disk protrusion at this same level. (B)(6) 2010: patient presented with pain in left leg to toe and left buttock. Impression: MRI does reveal degenerative disk disease, facet arthropathy, neural foramen encroachment, left l5-s1. Patient's symptoms are suggestive of l5 radiculopathy. (B)(6) 2010: the patient underwent x-ray chest, lateral and pa. Impression: a 9 mm indeterminate nodular density noted in the right mid lung. A CT scan of the thorax is suggested for more comprehensive evaluation. (B)(6) 2010: the patient underwent CT chest without contrast. Impression: negative exam. No pulmonary nodule is seen. (B)(6) 2010: the patient was diagnosed for lumbar disc displacement. The patient underwent left l5 decompression. No complications were reported. Patient underwent x-ray lumbar spine. (B)(6) 2010: patient presented for follow up of neurosurgery. Patient had little bit of numbness in her foot and some occasional pain in her foot. (B)(6) 2010, (B)(6) 2011, (B)(6) 2012: patient presented for follow up of neurosurgery. Patient presented with leg pain, back pain. (B)(6) 2010: the patient was admitted for lumbar disc displacement. Patient underwent MRI lumbar spine. Impression: findings compatible with recent lumbar decompression at the l5-sl disk level as described. Small residual left paracentral disk herniation is noted. Patient underwent x-ray lumbar spine with flexion/extension views. Impression: degenerative disk disease at l5-s1 with no evidence of transient instability on flexion/extension radiographs. (B)(6) 2010: patient presented with low back pain and foot pain. (B)(6) 2010, (B)(6) 2011 the patient came for an office visit post left l5-s1 discectomy for severe l5 radiculopathy in (B)(6) 2010 due to pain/radiculopathy in both legs and axial pain had worsened. She had undergone epidural injections with no significant improvement. MRI of lumbar region revealed severe degenerative disease at l5-s1 postoperative changes and a right neural foraminal encroachment. (B)(6) 2010: the patient was admitted for malaise and fatigue. (B)(6) 2010: the patient was admitted for vitamin d deficiency and anemia. (B)(6) 2010: the patient was admitted for abnormal uterine bleeding. Impression: 1. Menometrorrhagia. 2. Dysfunctional uterine bleeding. Patient underwent the following procedures: 1. Dilatation and curettage. 2. Hysteroscopy. 3. Novasure thermal ablation. No patient complications were reported. (B)(6) 2011: the patient was admitted for sharp abdominal pain, epigastric and nausea. (B)(6) 2011: patient underwent x-ray chest, two views. Impression: normal chest. (B)(6) 2011: the patient was admitted for abdominal pain, nausea/vomiting and underwent revision gastric anastom laparoscopic liver bx and non invasive mech vent due to possible bowel resection, stomach resection. Patient underwent the following procedures as well: 1. Diagnostic laparoscopy. 2. Lysis of adhesions. 3. Partial gastrectomy. 4. Enterectomy (gastrojejunostomy anastomosis revision). 5. Reduction of internal hernia. 6. Liver wedge biopsy. No patient complications were reported (B)(6) 2011: the patient underwent x-ray abdomen, lateral view. Impression: post operative changes related to clinical information of gastric bypass revision. The patient underwent x-ray abdomen, ap and lateral view. Impression: gastric bypass revision with early post operative changes as described. The patient underwent x-ray of upper gi. (B)(6) 2011: the patient was admitted for thrombocytopenia. (B)(6) 2011: patient presented with leg and foot pain. (B)(6) 2011: patient presented with leg and foot pain. MRI of the lumbar spine shows severe degenerative disease at l5-s1 postoperative changes at l5-s1 neural foraminal encroachment. (B)(6) 2011, the patient presented with admitting diagnosis: other and unspecified disc disorder, lumbar region. (B)(6) 2011 the patient underwent x-ray of chest 2 views. Impression: no acute cardiopulmonary process. (B)(6) 2011 the patient presented with pre-op diagnosis: l5-s1 degenerative disk disease, intractable back pain, and right leg pain/ radiculopathy. The patient underwent: 1. Right inferior laminectomy of l5, superior laminectomy s1, medial facetectomy and foraminotomy for decompression of right l5 and s1 nerve roots. 2. Placement of non-segmental transpedicular hardware, bilateral l5-s1. 3. L5-s1 interbody arthrodesis using peek cage supplemented with rhbmp-2 and local morselized bone graft. As per op notes, at first the tr ansverse processes of l5 and sacral ala were exposed bilaterally. Then attention was turned to placement of transpedicular hardware. The pedicles were tapped with polyaxial screws and were placed with excellent bone purchase of all 4 screws. Attention was then turned to the decompression and facetectomy approach for the tlif. Inferior laminectomy of l5, superior laminectomy s1, medial facetectomy and foraminotomy was performed. This decompressed the exiting l5 nerve root and the traversing s1 nerve root in the lateral recess. Due to scar tissue, the l5-s1 left facetectomy was performed from medial lateral approach and upon completion, the exiting l5 nerve root was decompressed in the neuroforamen. After this was completed, the neural disk space was sized and peek cage packed with morselized local bone graft and rhbmp-2 was inserted in the interbody interspace at l5-s1. Prior to insertion of the peek cage, local morselized bone graft mixed with bmp was packed anteriorly into the disk space. After the peek cage was inserted, local morselized bone graft without rhbmp-2 was packed into the disk space. Posterior lateral arthrodesis was completed with compression resistant m atrix wrapped in rhbmp-2 sponge was augmented with local morselized bone graft and cancellous chips. Prevent lordotic titanium rods were placed spanning the tulip heads of l5 and s1 transpedicular hardware, and these were capped and tightened, and the head was sheared off with a torque/anti-torque device. There were no patient complications. (B)(6) 2012 the patient presented with admitting diagnosis: screening mammogram. Impression: negative mammogram. The patient underwent x-ray of lumbar spine. Impression: postsurgical changes of posterior lumbar fusion at l5-s1 in anatomic alignment with no evidence of hardware complications. (B)(6) 2012 the patient came for an office visit due to lumbar/lumbosacral disc degeneration. (B)(6) 2012 the patient came for an office visit due to abdominal pain at an unspecified site. (B)(6) 2012 the patient underwent x-ray of chest 2 views. Impression: normal chest. (B)(6) 2012: patient presented for an office visit for malaise and fatigue. (B)(6) 2012: the patient presented with the following impression: myopia status post lasik ou. (B)(6) 2013: patient presented for an office visit due to back pain, muscle weakness. (B)(6) 2013: patient presented for an office visit with the following diagnosis: lumbago, neuralgia/neuritis. (B)(6) 2014: patient presented with neck pain and headache. 09 jun 2015: patient presented with low back pain, chronic pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.